Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The clinical usage of the system is unknown, and patient and the procedural outcome was unknown due to insufficient information. There was no harm to patient/user reported to philips. Philips provided a quote to the customer to have a remote service engineer (rse) inspect the system remotely, but the customer cancelled the quote as the service was no longer required; no device inspection was performed by philips. No further information has been received from the customer regarding this issue. The codes were updated based on the investigation outcome.